Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A cup positioner and a shell were returned for evaluation. As returned, both devices exhibit thread damage too severe for thread gauging / dimensional analysis. The cup positioner shows wear & tear that indicates successful use during a potential field age of approximately 7 years 8 months. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that after unsuccessful attempts to put the acetabular cup onto the impactor, it was noted that a burr was present on end of the impactor. The surgeon tried to remove the burr, and tried to screw the cup onto the impactor again. This caused the apex hole of the cup to strip, which resulted in a strip of metal peeling off of the cup. There was a 30 minute delay in surgery and surgery was completed with another device.